Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "door not fully latched message" was confirmed and reproduced. Evaluation found the door required force above expected levels to secure the door, corresponding with the reported symptom. As a result, the door hooks and latch pins were replaced.

Event description:
It was reported that a pump was alarming for a door not fully latched message. There was no patient incident.